Event description:
A united states distributor returned electrode belt sn (B)(4) indicating that it could not communicate with a test monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. As received, the electrode belt failed incoming functional testing. The cause of the failure is a defective esd700, causing a short. The root cause of the defective component was unable to be positively identified. No adverse event resulted from the damaged belt.